Manufacturer narrative:
The subject otv-s190 was returned to olympus. The following operation confirmation was conducted, combining the subject otv-s190 with ch-s190-08-lb (olympus equipment) and lmd-2451mt (olympus equipment). As a result, the reported defect was not reproduced and the system worked correctly. Note: ltf-s190-10 was unavailable, so an investigation was conducted with a camera head having the same shape video connector. The following operation is conducted in ordinary, low (10 degrees celsius) and high (40 degrees celsius) temperature environments: - turn the otv-s190 on/off 100 times. - give the device slight vibrations, leaving the power of otv-s190 on. - shake the video connector lightly. The following operation is conducted after the power of the device was turned on for two consecutive hours under an ordinary temperature environment: - turn the otv-s190 on/off 100 times. - give the device slight vibrations, leaving the power of otv-s190 on. - shake the video connector lightly. After the operation confirmation, when the inside of the video connector socket of the subject otv-s190 was inspected, moisture stain and scratch were found. There is a possibility that foreign material such as moisture on the electrical contact of the video connector socket of the subject otv-s190 caused a temporary conduction failure. This could prevent the intercommunication between the subject otv-s190 and a scope, thus no image was displayed.

Event description:
A scope communication error occurred during a laparoscopic assisted colectomy using the subject otv-s190. The user stopped the procedure as the image of ltf on the screen disappeared. When the phenomenon occurred, the patient was being anesthetized and insufflated. The user was unable to restore the image from the subject otv-s190, so the user replaced the system with a similar system from a different company and completed the procedure. It was reported from the facility that moisture (it is highly possible to be isodine) had adhered to the inside of the connector of the subject otv-s190. When a local field service engineer connected ltf-s190-10 to the subject otv-s190, error messages ¿e216¿ and ¿b30¿ were displayed on the screen, but when the local field service engineer connected the ltf-s190-10 to another device whose details are unknown, no error occurred. There has been the device change reported but no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".